Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for positive blood cultures. The patient was originally admitted for 3 days of fatigue, generalized weakness, and headaches due to falling out of bed. The patient was febrile with 100.2 f-102.8 f, and hypoxia. Blood cultures were positive for gram positive cocci, after about 10 hours enterococcus, ua negative. The computed tomography (CT) scan of the head was negative and the patient's parameters were within normal limits. The pump was unremarkable, with a patent outflow graft. The patient was started on vancomycin and cefepime. Repeat cultures drawn on (B)(6) 2023 remained negative. The patient was given linezolid 600 mg bidaily for 11 days.